Event description:
It was reported that the patient got a new non-chargeable neurostimulator implanted in (B)(6) 2011 and expected it to last for two years but it only last for ten months. The patient had rechargeable neurostimulator implanted on (B)(6) 2012 due to battery depletion. The patient's outcome was unknown. Additional report will be submitted if there is new information.

Manufacturer narrative:
(B)(4).